Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the loose eyepiece could not be determined. It is possible that the eyepiece loosened due to the use of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found before a therapeutic, electroscission procedure. There was no procedure delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields:

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a loose eyepiece. Furthermore, the following additional issue was identified during inspection: a blurry image due to a damaged lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope "oes elite", to olympus repair center for evaluation of a reported blurry image and a loose eyepiece (blue ring was loose). The procedure was completed with the same set of equipment. There was no delay and no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable loose eyepiece malfunction reported by the customer.